Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain, ¿thick and milky effluent¿ and confusion. The patient presented to the emergency room and was hospitalized for the event. The patient was treated with intraperitoneal unspecified antibiotics. The patient was discharged five days after hospital admission. At the time of this report, the patient remained on antibiotic treatment and the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.